Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a temperature alarm occurred. Reportedly, the pump was not exposed to extreme temperatures. Customer's blood glucose was 112 mg/dl. The alarm was cleared after a few minutes and insulin delivery was resumed.